Manufacturer narrative:
At this time, the product has not been returned. Patient code (B)(6) captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement which was confirmed via x-ray. No additional adverse patient effects were reported. The lead has been returned for analysis.

Manufacturer narrative:
At this time, the product has not been returned. (B)(4). The product has been received for analysis. If analysis is completed, this report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement which was confirmed via x-ray. No additional adverse patient effects were reported. The lead has been returned for analysis.